Event description:
A report was received that a patient will be explanted. No further information is available at this time.

Event description:
A report was received that a patient will be explanted. No further information is available at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm model#: sc-3138-25, serial#: (B)(4), description: phase iii lead extension - 25 cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. The explanted devices were not returned to bsn as they were discarded by the medical facility.